Event description:
It was reported that the pt had a persistent seroma. The pt was taken to surgery for a catheter/pump pocket revision. During surgery, it was found that the pump had flipped and the proximal catheter attachment had detached. The catheter was found to be patent with good csf backflow. The pump was reanchored in the pocket and the catheter was reattached. There was no pt injury. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration sys indicates morphine. See MFR's report #2182207200802160.